Event description:
A dentist while working on tooth # 11 and 15, the pt's cheek was burned.

Manufacturer narrative:
While working on tooth # 11 and 15, the pt's cheek was burned to 1 - 1 1/2 inches in diameter. Pt was told to do warm salt water rinses. They applied in office only an over the counter ointment called benzocaine to cheek. Doctor believes the pt is healed. During product evaluation was found: debris level of this handpiece is low. Bearings gritty. Head gets very hot. Angle portion gets warm. Runs out of spec. Cover nut worn (back cap pops off). The above mentioned defects leads to overheating of the handpiece.